Manufacturer narrative:
It was reported that the ventilator generated a technical error indicating an open safety valve. The service engineer replaced the expiratory channel printed circuit board (pcb) and the safety valve pull magnet according to the recommendations in the service manual. The ventilator was returned to the customer after passed functional tests. Replaced parts could not be returned. The evaluation of received device logs confirms an occurrence of the reported technical error code and a stop of ventilation immediately after ventilation start on june 23, 2021. But it also occurred once on june 09, apparently during ventilation, which will be used as the date of event. A failure that causes the reported technical error code can lead to stop of ventilation if the safety vale is not in its predetermined state. Appearance of this failure will be notified to the user by generated high priority alarms and a technical error code. If the fault is present it will be detected during pre-use check. The conclusion is that the reported technical failure could be confirmed in the device logs. As no goods were returned for investigation, the root cause could not be determined.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator generated a technical error indicating an open safety valve. There was no patient harm. Manufacturer ref.#: (B)(4).